Event description:
A temporal thermometer was used for routine vitals. Temp read 38.4. Temporal recheck was 37.6. Thermometer was cleaned, and temp was checked again, 38.4. Intern doctor was notified of temperature. All other vital signs were stable, patient was well appearing. After sepsis huddle with infection control and prevention (icp) team, nurse went to draw labs on patient. Nurse notified family that the patient was febrile and needed labs drawn. The family advocated for her, believing that she was not febrile. Family member checked temporal temp and got 39.4, but they did not believe it. Rectal temp checked twice and was 37 and 37.3. Icp team was notified and lab workup was suspended. Temporal thermometers do not provide accurate temperatures when compared with rectal. We almost sent urine, PICC and peripheral cultures unnecessarily because of multiple false readings.